Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date initial report sent 9/24/2015. (B)(4).

Event description:
Procedure: open rectum resection. According to the reporter: instrument could be placed and fired without any problem. However, only 2/3 of the staple line formed. The rest of the lumen was open. It had to re-resected and re-stapled. No other complications were reported.